Event description:
Hill-rom received a report from a hill-rom technician stating the brakes not holding. The bed was located at the account in ICU. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance of this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.